Event description:
During a pulse field ablation (pfa) a farawave catheter was selected for use. The patient experienced atrial tachycardia. Re ablation was performed for treatment, and the patient was able to recover. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.